Event description:
The customer reports that the 8015 will not turn on. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced unit received for will not turn on. Replaced the keypad assembly. Pm performed. All tests passed. A review of the device history record for (B)(6) was performed from date of manufacture 04/11/2020 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to a manufacturing issue of the unresponsive key/s on the keypad.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reports that the 8015 will not turn on. No patient involvement.